Event description:
It was reported that the patient had difficulty charging the ipg beyond two bars. The patient was also not getting an adequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.